Event description:
Adapt bariatric port: reducer cap for taut 15 mm port defective. Cap closure on the port not staying in place causing a leak. New port/cap given to surgeon and defective cap removed from surgical field.